Event description:
It was reported that the patient came to the clinic after hearing an alert for high impedance on the right ventricular (rv) and superior vena cava (svc) coils. There is a possible lead fracture. There could also be a connection issue on the device. The rv lead was capped and replaced. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable defibrillation lead (B)(6) 2007; 4076 implantable pacing lead, (B)(6) 2007. (B)(4).